Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 13feb2019. The customer stated that the issue was addressed. However, did not provide details on what was done to repair/service the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during use the ventilator generated a primary alarm failed error code. There was no patient harm reported. The event date was not specified; estimate used.